Event description:
The unit (series) is not properly designed. Warm air flow over an infant's moist skin causes a cooling effect rather than warming. The nurse, etc, with dry skin perceive the air as warm. Also the instructions are to place the thermometer in the infant's armpit area. This would be the last place to detect hypothermia. This design for this product series is a hazard to infants.